Event description:
The company was informed that the pt's implant site has opened up with pus and redness. The pt was prescribed with topical ointment and antibiotics (type unk). The pt's infection is currently improving. Advanced bionics is in the process of gathering more info, once further info is obtaine,d a supplemental report will be submitted.